Manufacturer narrative:
An event of embolism and removal of the device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 16mm amplatzer septal occluder was implanted. On (B)(6) 2020, the occluder embolized to the abdominal aorta and was retrieved via snare. No device was ultimately implanted. The patient was reported to be in stable condition.